Event description:
The customer obtained a non reproducible and higher than expected vitros tropi es result from a patient sample processed on a vitros 5600 integrated system. Vitros troponin I es result = 0.35 ng/ml vs 0.02 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if occurring undetected. It was unclear whether the higher than expected vitros tropi es patient result was reported outside of the laboratory; however, no allegations of patient harm were made as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible and higher than expected vitros trop I es result was obtained from a patient sample processed on the vitros 5600 integrated system. Root cause could not be determined however the possibility that inappropriate pre-analytical sample processing had contributed to the result could not be ruled out entirely. The investigation found no evidence to suggest the vitros troponin I es reagents had malfunctioned. The investigation also could not rule out unexpected vitros 5600 system performance as a contributing factor.